Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had low blood glucose 45 mg/dl. Customer woke up this morning with a 34 mg/dl. Customer¿s blood glucose at time of incident was 49 mg/dl and current blood glucose was 170s mg/dl. Customer treated with food, glucose tabs and then did an intake of carbs. Customer stated that, she had a lab done and her blood glucose reading during her lab was 40 mg/dl yesterday. Customer stated that, her blood glucose then went to 138 mg/dl. The drive support cap appears normal. Based on customer report proceeding in troubleshooting per customer alleging possible pump over delivery. Customer also reported that, she was locked out of her account. Customer stated that she can get. Customer stated that she was sent a new password and she was able to login with a new user ID and password. Customer stated that she was not able to get logged in. Customer stated that she was able to login. Customer will speak to healthcare professional about low blood glucose. Customer was able to upload. Customer reports low blood glucose usually happen in the evening time. Customer advised to disconnect from the pump. Customer stated that she will wake up with a low. Customer advised to always complete rewind and load reservoir process before connecting back to set. Customer states that she removes the reservoir every time she bathes. The insulin pump will not be returned for analysis.